Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an issue with the external doppler. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields d4, h6(problem code). This is not a getinge manufactured device and therefore getinge cannot perform the investigation or any investigation activities. Any recurrences of failures associated with this device will be forwarded to the supplier manufacturing this device.

Event description:
N/a.